Manufacturer narrative:
Concomitant medical products: esbf3214c103e stent graft, implanted on (B)(6) 2018; etlw1620c124e stent graft, implanted on (B)(6) 2018; etlw1620c124e stent graft, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and vegetation. Antibiotics were administered and the implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.